Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc blood control feature does not work. It was reported by customer that have 2 boxes of unopened IV caths with the same lot number (4237744). The box they did open, each one the blood control valve does not work. Verbatim: rcc received a complaint via email. Email(s) attached. Item: 386862. Reported issue: I have 2 boxes of unopened IV caths with the same lot number (4237744). The box they did open, each one the blood control valve does not work. I'm thinking it must be a lot thing.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.